Event description:
St. Jude ICD with a riata 1570 lead was implanted on (B)(6) 2003. The leads were part of a class I FDA recall. While patient was undergoing an ICD upgrade, inspection of the riata ICD lead revealed degradation with cable extrusion over a centimeter and a half within the pocket. Therefore, the lead was extracted as part of the upgrade. Following removal of the lead, a superior vena cava perforation was recognized and repaired while the patient was on bypass. However, the patient sustained global ischemic cerebral injury and expired on (B)(6) 2013.